Event description:
After insertion of flexshaft transanally, dlu was connected to anvil. Dlu/anvil could not be closed and firing was not possible. Dlu was cut out from the colon. Approximately 10-15cm of bowel had to be removed. Surgery completed manually, and with use of competitive device.